Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) prior to implant. The device was checked twice and it continued to be at elective replacement indicator (eri) a week after it was interrogated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).